Event description:
Reportedly these devices were returned from laval hospital due to cracking and crazing.

Manufacturer narrative:
Evaluation summary = cracks in the polyphenylsulphone material are evident and measure to approximately 1cm, 1.5cm and 2cm. There are no broken pieces detected.